Manufacturer narrative:
(B)(4) date sent: 7/2/2020 d4: batch #r59h5w investigation summary the analysis results found that one psee45a device was returned with the anvil knife slot damaged, without a reload present. No functional test was performed due the condition. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness, or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil, leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments. In addition, a sample of the batch is inspected at fgqa.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Per photographic evaluation: upon visual inspection of one photo, the following was observed: the photo shows a device from jaw area with no reload loaded and knife slot can be seen damaged (risen). Based on the photo, the event described is confirmed. However, no conclusion or root cause could be determined. Hands-on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information was requested and the following was received: is the current patient status known? Unknown. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Unknown.

Event description:
It was reported that during a video assisted thoracic surgery wedge resection, on the second firing of the stapler with a green reload, the stapler was inspected and appeared bent. A second like stapler and reload were used to complete the procedure. There were no patient consequences reported.